Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation resolution and a return to service for the device. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and requested part information for the touchscreen and user interface (ui) printed circuit board assembly (pcba). The rse provided the customer biomedical engineer (bme) with the part information and pricing. The bme called the rse back and confirmed that the parts had been received and replaced. Good faith efforts (gfes) are being completed to confirm that the replacement resolved the issue, and that the device has been returned to service. This investigation is ongoing.